Event description:
A coronary artery bypass procedure (x6) was performed utilizing the left internal mammary artery (lima) and the left anterior descending (lad), two saphenous vein grafts (svg) anastomosed with suture to the distal lad and first obtuse marginal (om1) sequentially to the second obtuse marginal (om2), and two svgs anastomosed proximally with aortic connectors to the diagonal and posterior descending artery (pda). One month postoperatively, cardiac catheterization demonstrated occlusion of all six grafts. It was believed the patient was in a hypercoagulable state and aspirin and plavix were initiated. The patient a history an abdominal aortic stent placed in 1998 that required ptca in 2001 secondary to a "near closure" of the stent. A re-do CABG procedure was performed utilizing three svgs anastomosed to the lad, circumflex (cx) and the pda. A left ventricular aneurysmectomy with patch repair was also performed. The patient had multiple ptca procedures (11 stents and maximum brachytherapy treatments) secondary to in-stent restenosis after each CABG procedure. Related mdrs 2135392-2005-00006.